Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the right atrial lead exhibited a failure to capture and was found to be dislodged. The physician repositioned the lead. The patient was in stable condition.